Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that the manufacturer representative spoke with the patient on the phone to confirm the meeting and the patient reported that they didn't realize that the reclined position could affect the stimulation. The patient believed the problem to be fixed and didn't feel it was necessary to meet. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient was ¿extremely obese¿ and when they sit, the amplitude changes after about 10 minutes. The manufacturer representative was going to meet with the patient on (B)(6) 2017. No symptoms or complications were reported.